Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3192828. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked the patient underwent cerebral aneurysm clamping + intracranial hematoma removal under general anesthesia in the operating room due to cerebral aneurysm rupture with subarachnoid hemorrhage, and was admitted to the ICU from the operating room with right jugular vein cannula at 20:20 on january 22, and was replaced with a septal needleless closed transfusion connector at 08:00 on january 23. At 8:00 on january 23, the septal needleless closed infusion connector was replaced, and at 14:00 on january 26, when the cvp was measured, the septal needleless closed infusion connector was found to be leaking badly, and was replaced.